Event description:
The customer called and reported experiencing low blood glucose of 50 mg/dl. Customer reportedly treated with a manual injection for correction. The customer further stated while changing infusion set and filling the reservoir, he placed reservoir back in the pump and insulin began to come out. Customer declined to be transferred for assistance, stating it was his fault.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.